Event description:
During an injection of omnipaque 300 contrast solution (warmed) at the rate of 3 ml/ and 300 psi per power injector the catheter separated from the hub. The catheter did not fully penetrate the pt's skin and was able to be pulled from the pt's arm before any opportunity to migrate into the blood stream. The IV was restarted and procedure completed.